Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID wr9200 (serial: (B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient's wireless recharger (wr) is not working right; they heard a beep but it will not power up. Patient said all 3 rectangles are green but when they press the power button it does not power it up. Agent worked with patient to reset the wr by holding down the power button while it was off and on the dock while plugged into power and tried resetting after trying a new outlet. Button presses of all kinds were tried. Patient claims the wr has never been dropped or gotten wet. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the wr. No symptoms were reported.

Manufacturer narrative:
Analysis of the wr9200 wireless recharger (wr) (s/n#: (B)(6) ) revealed that error code observed in logs- (248)4100, cross talk related errors (1202) observed in logs, non-persistent 1707 error observed in logs. These error codes are not persistent and do not impact the functionality of the wireless recharger. Power button issue will not turn on charger or scan for implant medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.